Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer calling because meter is giving inaccurate hi readings and her insulin dose is based on readings. Customer had to go to the emergency room because of a hi reading and found that reading was not as high at ER. She feels she was taking too much insulin and was having physical symptoms from overdosing. She was experiencing nausea, headaches and was unable to eat. These are all new symptoms since receiving this meter and she has been unable to get them under control. Patient feels like this was because of inaccurate readings and inaccurate insulin dose. At ER, she was given IV fluids and insulin because she had not taken medicine because she was afraid that the readings were not correct and would overdose. Customer is a brittle type I diabetic. Meter and strips were purchased on (B)(6)2015. Customer is using correct testing procedure. Washing hands with soap/water and drying. Also uses alcohol wipe and allows finger to dry. Using new lancet with every test. Stores strips in bedroom in original container out of sunlight. Replacing product.